Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 because she experienced a high blood glucose level of 500 mg/dl. Her blood glucose level was 381 mg/dl at the time of the urgent care visit. The customer was wearing the insulin pump at the time of urgent care visit. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.